Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the physician was unable to get the lead all the way into the neurostimulator. He pulled the lead out and turned the screw counter-clockwise of a turn and re-inserted the lead several times at which time the lead finally went all the way in the device. Impedance measurements performed immediately afterwards were not in normal range. The physician removed the lead, wiped everything down, and reinserted the lead with no change in the impedance measurements. The physician believed the neurostimulator was defective and a new device was placed successfully with normal impedances seen.